Event description:
Revision surgery was performed to remove two broken screws. Patient had complained of pain and x-rays noted broken hardware. See mfg medwatch report no. 1526439-2013-13245, for the other screw that was involved in this event.

Manufacturer narrative:
A visual inspection confirmed that the expedium dual innie polyaxial broke at the transition from the screw head to the screw shank. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the damaged sample. Results acknowledged an evident fatigue striation where the crack termination took place. Furthermore, the existence of the two surface morphologies illustrated that the fracture first propagated and then a full failure/breakage took place presumably when the remaining region did not have strength to bear the load. No material defects or other abnormalities were observed in this analysis. The root cause cannot be positively determined. However, the sem fracture analysis suggests that the screw fracture most likely occurred due to fatigue. It was reported that patient is a smoker and overweight. In the absence of a product issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.